Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump touch screen was delayed in responding to presses. And that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.